Event description:
It was reported by service report that the pull knobs were missing on the fold away legs. The threaded stems that should have been covered by the knobs were sharp. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: sharp edges on the threaded release stems.